Event description:
Image review: the three ivus images confirm the irregularity of the vessel. The location of the dislodged stent cannot be determined from the ivus images.

Manufacturer narrative:
(B)(4).

Event description:
It was intended to use a resolute integrity rx drug eluting stent to treat a moderately calcified lesion in the mid lad. The device was not inspected prior to the procedure. No issues were noted during the preparation of the device. The lesion was moderately tortuous and had 90% stenosis. The lesion was pre-dilated 5-6 times with a non-mdt balloon up to 12 atm. 60% stenosis remained after the pre-dilation. A non-mdt stent was implanted successfully prior to the attempted delivery of the resolute integrity stent. The second device passed through this stent with no issue. During positioning it was noted that the device was no longer visible on the monitor. It is unknown at which stage of the procedure the stent dislodgement occurred. The physician searched for the stent in the patient's arteries using fluoroscopy but it was not found. The physician also checked the introducer but the stent was not located. The physician used another non-mdt stent to complete the procedure. No patient complications are reported.

Manufacturer narrative:
Evaluation results: (no root cause identified); failure to follow instructions (device not inspected prior to use); inherent risk of procedure (stent embolism). No results available since no evaluation performed (no device or procedural images returned for analysis). Evaluation conclusions: failure to follow instructions (device not inspected prior to use). Inherent risk of procedure (stent embolism). Unable to confirm complaint (no device or procedural images returned for analysis). (No root cause identified). (B)(4).